Manufacturer narrative:
(B)(4).the device has been received by baxter, and the evaluation has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump, in which battery was damaged. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that a battery depleted set alarm occurred during infusion, which caused an interruption during delivery. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was depleted main batteries. This pump is a baxter owned device and was not repaired at this time. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This device is a p1.5 colleague pump with a user interface module software version of 6.13.92.